Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report a power issue with the pump. There was no further information provided. No troubleshooting was performed, as the reporter did not have time to troubleshoot the pump at the time of the call. The technical support representative contacted the reporter to obtain and verify information; however was unable to reach her by telephone. There was no report of patient injury associated with this issue. As the issue was not resolved, the complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.